Manufacturer narrative:
(B)(4).

Event description:
The field application specialist reported the customer received questionable elecsys ft4 ii assay and elecsys tsh assay results for two samples for one patient and suspected biotin interference. The customer used cobas e 602 serial number (B)(4). This medwatch is for the ft4 assay results on (B)(6) 2016. Refer to the medwatch with (B)(6) for the tsh assay. Refer to the medwatch's with (B)(6) for the results from a second sample from the patient. The ft4 result for a sample drawn at 5:45 am was 3.76 ng/dl and the repeat result on a siemens centaur analyzer was 1.1 ng/dl. The repeat result was believed to be correct. Information concerning the biotin dosage prior to this blood draw was requested but the customer did not know. The patient was on biotin therapy at home but the dosage or time of dosage was not known. The results were not reported outside the laboratory. The patient was not adversely affected. The customer refused a service visit. Sample from the patient was submitted for investigation and the customer's high ft4 result was reproduced. No interfering factor to streptavidin or other immunoglobulin that reacts with the reagent was found in the sample.

Manufacturer narrative:
The sample was tested further for free biotin concentrations and the result was approximately 304 ng/ml. This concentration was considerably above the allowable biotin concentration that is specified in product labeling for the assay. In addition, the patient also received furosemide. It is known that this drug causes elevated ft4 values if taken at the daily therapeutic dosage level. This information is documented in product labeling. Both the high level of biotin and the effect of the drug furosemide most likely had an impact on the ft4 assay values. From the provided information, a general reagent issue could most likely be excluded.